Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and failed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. The customer's complaint was confirmed due to the wearable failed testing. No additional patient or event information is available.

Event description:
It was reported that signal loss occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced signal loss occurring for 3 plus hours after the user's transmitter was paired to the phone. According to the report, signal loss occurred on consecutive days. The initial signal loss was on (B)(6) 2024. It came back, but she got another signal loss on (B)(6) 2024. The patient was reportedly still trying to wait for the reading to come back on (B)(6) 2024. The patient reportefdly went to the store around (B)(6) on (B)(6) 2024. She suddenly felt dizzy, and she did not realize her sugar was high and fell in the store. The display device reportedly showed no reading but read "signal loss. Wait up to 30mins." The last known continuous glucose monitor (cgm) reading before signal loss was reportedly 253 mg/dl an unspecified time prior to the onset of symptoms. The patient was not monitoring her blood glucose (bg) by fingerstick during the signal loss state. She said she got a little injury to her kneecap but there was no medical personal intervention. She said she also did not take any medications aside from pain meds. There was no documentation of treatment for hyperglycemia. At the time of the report, the patient was okay and stable. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code - e1601 arthralgia.